Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell and the pump touch screen became shattered. Additionally, the pump touch screen became black and customer was unable to interact with the pump touch screen. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.